Event description:
The device overheated during testing by a stryker sales representative during testing at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.